Manufacturer narrative:
E1: patient city: (B)(6) patient country: germany . Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends are picked up, this will flag on the trips and alerts according to the on market quality review (omqr) procedure.

Event description:
Reference number (B)(4) event occurred in germany. It was reported that the patient went to the emergency room (ER) and was eventually hospitalized on (B)(6) 2026 due to the off-label use of insulin aspart, which led to hypoglycemia. The blood glucose level was 1.7 mmol/l at the time of hospitalization, and the patient was treated with glucose while continuing insulin via the pump. The length of the hospital stay was overnight. No further information available.